Event description:
Information was received from a manufacturer representative (rep) regarding an external device. It was reported that the patient contacted them today to state that their communicator is not connecting to the handset, and the lights keep going out. Rep states they are not with the patient and has not met with them yet. They did not have the serial number at the time of call. Rep states they have heard "this was a thing" with the communicators. Technical services (tss) reviewed resetting the communicator, as well as the handset, followed by unpairing and re-pairing the communicator, if needed. Technical services (tss) also advised to have the patient call patient services (pss) if this does not resolve the issue. Patient called back and was still having issues connecting to their mystim rc. Patient also mentioned they had issues losing the bluetooth connection since trial and the controller was sent back. The communicator green light would come on then off. Patient mentioned the blue tooth light would not come on. During the call patient closed applications, turned airplane mode on then off, and restarted the handset and communicator. Patient was not able to connect to mystim rc. Patient was able to connect to the recharger application and implant was at 60%. Patient did not use the belt and the belt did not work for them and it took a real long time to charge the implant. Patient restarted the communicator again and was able to connect to mystim rc. Patient mentioned they did not get very good training on their equipment. Agent reviewed button functions, communicator, handset, mystim rc, and recharger application information. Agent advised patient to call back if the issue persisted. Agent closed case. Patient called back and reported that the issue with the communicator still exists; the communicator won't power on. Patient added the communicator worked this morning but now they can't get it to come on. Patient mentioned the communicator was fully charged, they plugged it all night to charge. Patient also mentioned they tried to hold on to the power button for like 30 second no light would come on. Agent had patient to plug the communicator to attempt to charge to see if there will be light on it, and patient mentioned no light came on even when they tried to push the power button while the communicator was plugged in. Agent tried to ask the patient to change outlet and patient mentioned they don't have another outlet and all the other devices that are plugged into the same outlet are working. Agent sent request to repair to replace the communicator. Caller called and mentioned that patient wanted to check the status of the request. Agent provided tracking number. Additional information has been received from the rep stating that they spoke to patient and they have sent the defective communicator back. Rep called to follow-up on this case. The caller indicated that the patient continued to have the same connectivity issues with the new communicator. The patient has to reset the communicator or repeat the process to pair the communicator to the handset. The patient also reported seeing a code 310. The patient has become frustrated and wants to have the implantable neurostimulator (ins) explanted. Tss reviewed information about the communicator and troubleshooting. The caller will follow up with the patient. Patient called back repeating information from previous calls and that the issue is not resolved. Patient was escalated and frustrated on the call due to having issues from the very beginning with their equipment. Patient mentioned that they have no bluetooth connection and the communicator cannot find their device; patient added that the device freezes and that they consistently get not found. Patient noted that yesterday when they went to adjust their therapy it said not found and they went into their settings and their was no information for the communicator and that it disappeared and was not there. Patient followed up saying that when they try to attach the communicator it has power but no bluetooth light and it never stays on; patient added when they go into settings, they see the recharger is attached but no communicator. Agent walked patient through resetting the communicator and handset and entering the about screen; patient stated that the communicator screen was blank and there was no button or option to add or link a communicator. Patient reported that they want a whole new set because this is the second time this has happened and their whole set had died after activation and then 2 weeks later, they lost all their data but were able to scan it back but now they want both pieces to be sent. Patient demanded saturday shipping and asked if there was a patient relations department; agent reviewed information with patient. Patient requested call back from a supervisor on monday to talk about their experience and issues with the equipment because they have doctor appointments today and cannot talk; agent sent an email requesting a call back. Agent sent a request to repair to replace the handset and communicator. Information was received from a manufacturer representative (rep) regarding an external device. Rep reported when pt accessed their controller to adjust the settings, it froze as it was making the final connection so they simply put it away. An hour or so later, pt check the device and there was an error message on the screen that said something to the effect it had encountered some sort of error and to contact medtronic. They restarted the device and were able to connect to the controller and make an adjustment. It was not the first time the controller had frozen when in the my stim process. Pt reported when after they charged their device and when they went to access the my stim, it would start at the last part of the connection process and then display "unable to connect" message. Pt restarted then the device found work. Pt reported the next day after charging, the same issue happened and restarting the device did not work. They then plugged the controller and communicator back into the charging cables and then it would connect. Rep noted the pt has had the communicator replaced three times since being implanted. Patient called back in and asked for a supervisor. Agent warm transferred the patient to supervisor for further assistance. Pt called back in and reported that the replacement equipment was having issues again. Pt stated there was a system error that appeared. Pt stated since monday they have not been able to change their therapy settings without the handset plugged in to the wall. Pt stated the screen would freeze up or not respond to their touch if the handset was not plugged in. Pt stated they would get the not found or no device message also. However, during the call with the handset unplugged pt was able to adjust therapy and connect to their implant twice in a row with no issues. Pt stated they do not trust the equipment anymore and are concerned they would be left without being able to change therapy. Agent reviewed troubleshooting steps. Agent reviewed they would sent an email to the field for visibility. Pt was redirected to their managing hcp. Rep replied and reported that the issue and troubleshooting steps have been done with the pt several times, including with the managing physician and they have been informed this is a bluetooth device and can be explanted if they prefer. Additional information was received from the patient. The patient detailed ongoing technical difficulties experienced with a spinal cord stimulator trial and the permanent device implanted by dr. (B)(6) on (B)(6) 2025. During the trial ((B)(6)), the patient encountered persistent bluetooth connection problems with the control device, requiring frequent resets. Despite reporting these issues, the problems persisted after permanent implantation. Since device activation on (B)(6), the patient has faced repeated bluetooth connectivity failures, device freezing, and communicator malfunctions. Multiple replacements of the controller and communicator have been provided, yet issues continue, including the loss of pairing information and inability to connect to the neurostimulator program. Medtronic technical support has assisted with troubleshooting and sent replacement equipment overnight on several occasions. The patient expressed concern over the reliability of the external control devices, questioning whether the equipment provided was new or refurbished. While the device has helped reduce pain, ongoing technical problems have eroded confidence in its lo ng-term use. The patient has not requested device removal but seeks fully functional external components to avoid frequent disruptions and loss of control, which they consider potentially dangerous.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.